Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement accuracy tests. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly, rewind anomaly or drive / motor anomaly noted. The motor was tested outside of the unit and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. During visual inspection, the keypad connector on the lcd board was found locked properly. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were unresponsive. Customer stated insulin pump had squirt insulin during priming, slower rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.